Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the target lesion was at the ostium of cx. Another company's dilatation catheter was delivered through the main trunk and the 3.0 x 18mm vision was delivered; however, it became stuck with either the guiding catheter or guide wire. The vision was removed with strong force and the shaft separated outside the patient's body. The remaining separated distal portion of the vision was pulled on with a strong force, and as a result, the stent became stuck at the y-connector, and subsequently dislodged. Since the y-connector is outside the patient, the stent was easily removed. The physician stated that the device issues were due to operation context and not the product. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, inflation lumen and on the stent implant. There was contrast in the inflation lumen. The stent implant was returned dislodged from the balloon. The entire length of the stent implant was slightly smashed. The first row of distal struts was stretched. The first two rows of distal struts was were slightly mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The outer member was separated at the mid lap joint, 8 cm proximal to the guide wire exit notch. The material was stretched and jagged at the separation. The proximal end was not returned. There was no other damage noted to the sds. The protective sheath, rhv, guiding catheter, and guide wire used during the procedure were not returned. The outer diameter measurements of stent implant could not be taken due to the damage. A mandrel was used to measure the inner diameter of guide wire exit notch. This met manufacturing criteria. The tip inner diameter past the proximal seal could not be measured due to the dried blood. A new guide wire was backloaded through the guide wire lumen. There was no resistance noted. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.